Event description:
The customer observed increased frequency of error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer, for the cea, tsh and hepatitis b surface antigen assays. The customer performed troubleshooting procedures, although the analyzer was recently added to the laboratory. The customer was asked to change the lot of reaction vessels, however the issue persisted, therefore, a service call was initiated. The customer changed the rv lot again, and the issue was resolved. There was no impact to patient management.

Event description:
Hepatic abscess. Literature case report of rapid onset of hepatic abscess after radioembolization for islet-cell hepatic metastases in a patient with no history of previous biliary instrumentation. Relationship to therasphere could not be ruled out although the authors postulate a pre-existing urinary tract infection may have contributed to the rapid onset. The patient received intravenous antibiotics, underwent percutaneous drainage of the abscess, recovered with no further sequelae and was alive at the time of the report. (B) (4). Hepatic abscess after yttrium-90 radioembolization for islet-cell tumor hepatic metastases. Cardiovasc intervent radiol published online 18 august 2009.

Manufacturer narrative:
Concomitant medical products and therapy dates: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.